Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer stated that he went to sleep and woke up in the hospital three days later. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test could not be completed due to the phone call being disconnected. The customer stated that he assumes the event was caused by additional insulin being delivered. Nothing further was reported.